Event description:
The pump was returned for investigation. Investigation revealed audio bolus button defect, button contamination, display issue and damaged case. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Submitted: (B)(6) 2015 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: device evaluation: on investigation, the audio bolus button demonstrated intermittent unresponsiveness. The button cover was removed for investigation and revealed contamination under the button cover. The display was noted to be discolored. There were two cracks in the battery compartment; one from the compartment lip to the bumper pad and the other from the bumper pad to the case seal. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.